Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having difficulty charging the pump. Reportedly the customer was using non-tandem charging supplies. Customer reported blood glucose (bg) level was 208 (mg/dl). A replacement usb cable and wall adapter were sent to the customer. Although confirmation was requested as to whether or not the charging supplies resolved the reported charging issue, it was unable to be confirmed.